Event description:
Surgitek silicone breast implants were put in (B)(6)1979. A few months later the surgeon performed a decapsulation of scar tissue 3 different times. Over the years have been told by many different surgeons not to worry even if they rupture. It's all contained with the breast capsule. Well 40 yrs later the right is ruptured by a mammogram and the left is leaking and folded over. Have had many health issues for years, but that too was waved away as nothing to be concerned with, I can get them out with insurance but can't get reconstruction done without paying for it myself, which I can't afford. FDA safety report ID# (B)(4).